Manufacturer narrative:
The insulin pump passed the basic occlusion and displacement tests. However, the device was unable to prime during the primed test due to slightly loose drive support disk. The following cosmetic damage was noted: missing end cap sticker, minor scratches on the lcd window, and broken belt clip slot.

Event description:
Customer reported via phone, he was attempting to fill his tubing and the insulin continues to come out. The device won't stop and it doesn't count up. Customer's blood glucose was 134 mg/dl. Troubleshooting was performed. The insulin pump is squirting insulin out during manual process; insulin continues to drip after the motor has stopped. Customer was unable to exit the prepare to prime loop feature. Customer stated no alarm has occurred on the device however, the drive support cap was protruded. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.